Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that black foreign matter was embedded into the bd insyte¿ autoguard¿ shielded IV catheter needle cover. The following information was provided by the initial reporter, translated from japanese: "the customer reported that black fm was found in the package. Bdj received an actual unopened sample and confirmed some black dots were embedded to the needle cover."

Event description:
It was reported that black foreign matter was embedded into the bd insyte¿ autoguard¿ shielded IV catheter needle cover. The following information was provided by the initial reporter, translated from japanese: "the customer reported that black fm was found in the package. Bdj received an actual unopened sample and confirmed some black dots were embedded to the needle cover."

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 2235202; d4: medical device expiration date: 31-jul-2025; h4: device manufacture date: 14-jan-2023. H6: investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received five photos and one sealed 22g x 1.00in insyte autoguard unit from lot number 2235202. The received photos displayed a unit with black specs as shown on the returned unit. A gross visual inspection of the returned unit showed black specks of foreign matter embedded in the needle safety cap. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. The material was determined to be burnt particulate resin (non-foreign). The black specks were most likely created as part of the molding process. Burnt imbedded resin specks result from material build up in the barrel/screw. A device history record review showed no non-conformances associated with this issue during the production of this batch.